Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. The lead initially exhibited high thresholds and upon fluoroscopy was observed to have dislodged. The lead was explanted and replaced with a competitive product. The lead insulation was noted to have been damaged during the extraction process. No additional adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, visual inspection identified insulation damage on the lead, located 76.5 centimeters from the terminal pin. A series of electrical tests were performed and no anomalies were observed related to electrical performance of the lead. A pressure test was not performed as a result of the tear in the insulation. The damage to the insulation was noted to be consistent with that of flushing damage resulting from pressure exceeding lead insulation strength. There was no note of any additional lead damage that may have contributed to this event.

Manufacturer narrative:
This device is currently undergoing detailed laboratory analysis and this report will be updated following its conclusion.